Event description:
Customer reported a communications failure. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the power cord, display adapter pcb, and the interconnect cable. System operate as intended.